Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was seen for routine follow up. High pacing threshold in the ventricle was noted. The patient was stable and not symptomatic. No intervention planned at this time. Lead remains implanted.

Event description:
New information notes that the patient was seen on (B)(6) 2018. All lead measurements were stable. Patient was not symptomatic. No intervention is planned at this time.